Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, h2, h6 and h11. The device was returned to a third-party distributor and was evaluated. The reported failure was confirmed. Based on the results of the investigation, the probable cause and root cause of the porcelain tip broken could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device's porcelain tip was broken. The issue occurred during a therapeutic procedure, before sedation. The procedure was completed using an olympus back-up device. The event occurred during service/maintenance, not in a clinical setting. There were no reports of patient harm.